Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump alarm compromised forced sensor. Customer's blood glucose at time of incident was 58 mg/dl. The customer stated insulin is squirting out during the manual prime process. The customer stated they are unable to exit the preparing to prime loop. The customer was advised the cause of the alarm was during seating the force sensor didn't detect the reservoir. The customer was advised the pump would be replaced. The customer also reported that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated the battery compartment treads has broken off. Customer was advised to discontinue pump and revert to backup plan, insulin pump would be replaced. The customer reported via phone call that they had low blood glucose but not hospitalized. Customer's blood glucose at time of incident was 58 mg/dl. The customer was treated with snack and juice.